Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for water in the tube with the incident lot was observed. Evaluation of the customer samples was performed and water in the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for water in the tube with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause could be a tube used for draw-testing and so containing water, found its way back into the production process, and was packed with good tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had water like fluid inside the tube. No serious injury or medical intervention.